Event description:
It was reported that a user experienced sustained hyperglycemia while using the ilet system after treating earlier hypoglycemia with oral carbohydrates and administering an announced meal; a fingerstick confirmed blood glucose of 366 mg/dl, and the user had recently changed pump supplies before the rise. Symptoms included high blood glucose. Outcomes included no hospitalization and management at home with troubleshooting and monitoring. Investigation included telephone-assisted checks of the infusion set and tubing fill, confirmation of recent set change, and education to allow the corrective algorithm to address the high glucose. Investigation of this case revealed no observed infusion set or tubing complications during the call and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.